Event description:
Information was received from a patient (pt) with an implantable neurostimulator (ins). The reason for call was patient reported that they were having problems when charging their implant every night. Patient stated that it used to charge just fine but now it was taking way too long to charge the implant. Patient said that it would take two hours or more to charge from 40% to 60%. The issue began last week. Patient denied any error messages/codes. Agent instructed patient to start a charge session; implant was 60% charging at a good connection. Agent confirmed charging speed was at 4. Patient mentioned that they usually tape the recharger to their body instead of wearing the belt because the belt moves around too much and doesn't stay in the right contact position. Patient stated the belt fits them but every time they move they have to reposition the wireless recharger. Agent asked the patient if they had any recent falls or trauma and patient stated that they had fallen a couple times but they hadn't had any other symptoms. Agent reviewed with the patient expected charging times for implant when at recharger speed of 4 and connection is excellent or good. Agent advis ed the patient to continue to monitor the issue and call patient service back if the issue persists. The troubleshooting steps that were taken on the call resolved the issue. No symptoms were reported.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.